Manufacturer narrative:
Code #1663 not labeled. The service rep observed proper device operation through repeated testing. The device main pcb and power conversion pcb assembly were replaced as a preventive measure. After assembly replacement, the device was retested and returned to the facility for use. The replaced assemblies were observed to operate properly in subsequent testing by the factory.

Event description:
Reportedly, during routine testing performed by the facility staff, the device "locked up". This allegation was based upon the observation that shortly after power up the device would not respond to actuation of any front panel switches and the device display had a frozen trace.